Event description:
Customer reported her insulin pump keeps alarming during a set change and resetting itself. Customer's blood glucose was over 400 mg/dl. She was advised to go to the hospital before troubleshooting. She was admitted to the hospital with a blood glucose over 1210 mg/dl. She experienced thirst. She treated with the device and it alarmed and reset itself. The drive support cap appears normal. Insulin exited during a manual prime. The device history showed alarms going back to (B)(6) 2014. The device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed the reset error test with no alarm. The insulin pump was reset with the time and date and monitored for 24 hours with no reset alarm or reset noted. The inulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.